Event description:
It was reported that the patient had pain at the pocket site because he was very thin. The patient had asked if a smaller device could be placed. It was stated that the patient was going to have either a reposition of the device or a replacement with a smaller device. The date had not yet been set. The patient¿s status was alive with no injury. Additional information was requested, if received a follow up report will be sent. It was further reported that the patient was awaiting insurance approval prior to the scheduling of surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3888-28, lot# l44253, implanted: (B)(6) 1997, product type: lead. Product ID: 74002, lot# n363032, implanted: (B)(6) 2014, product type: adapter. (B)(4).